Event description:
It was reported that a patient presented in-clinic. The patient's right ventricular (rv) lead was found to have low pacing impedance and high capture thresholds. The physician suspected rv lead dislodgement as the cause of the malfunctions. During the procedure to reposition the lead, dislodgement was confirmed through fluoroscopy on (B)(6) 2022. The physician also alleged insulation break on the rv lead, as it was seen during the procedure. Additionally, the helix of the rv lead was difficult to retract and unable to be extended. The rv lead was thus explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, insulation damage, high pacing threshold and low pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported events of a helix mechanism issue and insulation damage were confirmed. X-ray inspection found over-torqued of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Visual examination of the lead found insulation damage at the location of where the suture sleeve was tied down consistent with procedural damage. The cause of the reported events of a helix mechanism issue and insulation damage was isolated to over-torqued of the inner coil in the connector region, the helix being clogged blood/tissue and the insulation damaged consistent with procedural damage. The reported events of high pacing threshold and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.